Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was not impacted by the event. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was xx mg/dl. The customer reverted to an alternate method of insulin therapy.